Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-08 h6: investigation summary bd received a 20 gauge insyte autoguard blood control unit from lot 0268447 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible damage to the unit. It was also observed the no fluid was within the device indicating that flashback never occurred. In order for the device to have leaked, flashback needs to occur. However, upon further inspection the engineer was able to notice a v-shaped cut in the catheter tubing near the tip. This type of cut is usually indicative of the needle piercing through the catheter tubing. Based off the visual inspection and the provided photos the engineer was unable to verify leakage with the device, but could verify that the needle had pierced through the catheter tubing. Unfortunately, a definitive root cause could not be determined for this defect. H3 other text : see h10

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced blood exposure/splash. The following information was provided by the initial reporter: material no.: 382533 batch no.: 0268447 we have received a non-conforming product from our acs dept. They are saying that the product wasn¿t bloodless. - would you please explain little more what was the issued with the catheter? -the catheter was not bloodless during IV initiation. - was anyone hurt? -no proper ppe was used. - how many catheters are in question? -it¿s hard to stop what you are doing to bring the packaging to your boss to be able to fix.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced blood exposure/splash. The following information was provided by the initial reporter: material no.: 382533, batch no.: 0268447. We have received a non-conforming product from our acs dept. They are saying that the product wasn¿t bloodless. Would you please explain little more what was the issued with the catheter? -the catheter was not bloodless during IV initiation. Was anyone hurt? -no proper ppe was used. How many catheters are in question? -it¿s hard to stop what you are doing to bring the packaging to your boss to be able to fix.